Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type 1. It was reported that the patient was used to not feeling stimulation or feeling stimulation very seldom but now they felt stimulation constantly and felt stimulation whenever they changed positions. They weren't feeling stimulation today. They weren't using their programmer when they began to feel stimulation and just charged the ins like they normally did. They charged the ins to 100% last week and noted they normally charge the ins once every 3 weeks. The patient turned on their programmer and saw a "low batteries" message so they placed new batteries in the device . They reported the stimulation was off, group a was selected, and their ins battery logo was empty. They started a charge session and reported the ins battery logo was blinking from 0-25%. They were told they needed to charge the ins to 25% before turning the stimulation on. No further complications reported.